Event description:
Over the last week, we had 3 different hospira lifecare pca pumps where the key was removed with the secure medication compartment door was still unlocked. After investigation, it was discovered that one of the keys for the pca pump was missing the part that protruded from the key. This metal part of the key is designed to prevent the key from being removed and the compartment door being left unlocked. Dates of use: past 5-6 years.